Event description:
During an atrial fibrillation procedure, an intellanav mifi oi catheter was selected for use. It was reported that the tubing connecter of the catheter was broken during mapping and during the ablation procedure. A different catheter was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, an intellanav mifi oi catheter was selected for use. It was reported that the tubing connecter of the catheter was broken during mapping and during the ablation procedure. A different catheter was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. During visual inspection, the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Functional tests were performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The reported event was confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.